Event description:
Using the esophageal dilation balloon and the alliance ii (the syringe/gauge assembly) was faulty. The balloon popped off when going to inflate, shot off the end of the syringe, tech and nurse verified that it was screwed on tightly.